Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shocking impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedance measurements have gradually risen. Boston scientific technical services (ts) provided troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a revision procedure was performed. The rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported.